Manufacturer narrative:
(B)(4). Upon follow up, it was reported that on an unknown date, the patient¿s fluid was not clear. Also on an unknown date, the patient¿s pd catheter was removed, pd therapy was discontinued, and the patient was switched to hemodialysis. At the time of this report, the patient had not recovered. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient performed capd without proper training. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancogen 1 g (frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.